Event description:
Leakage from the joint of mc & y connector. During the preparation, there was a leakage from the joint between the rapid transit, (601-251x) and y connector. Therefore, another micro catheter was used for the procedure. The mc appears normal upon opening the packaging and no crack was noted on the hub of the mc. Prior to attaching to the "y" connector, the mc was flushed with a syringe without any difficulty. A new microcatheter (not rapid transit) with the same "y" connector was used and no leakage was noted. There was no defect on the outer box and sterile pouch. The product was properly stored in our storage.

Manufacturer narrative:
The product will not be returned. The DHR review performed for this lot involved indicates that the product was tested and inspected per established manufacturing requirements. This review revealed that the products met all requirements per the applicable manufacturing quality plan. There are no identified procedural factors contributing to the reported leakage from the joint between the rapid transit microcatheter, and the y connector. Because a new microcatheter was used with the same concomitant y connector, it does not appear that the y connector caused the leakage. Without the actual product being returned for evaluation, the exact cause leakage cannot be confirmed. Cordis has initiated appropriate actions to prevent a recurrence of this issue.